Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information and assistance to reset the pump, which resolved the issue without recurrence, and was advised to continue using the pump and to contact technical support if any further malfunctions occurred.